Event description:
It was reported that a spectrum pump did not recognize closed door. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿does not recognize closed door¿ was not reproduced. A review of the event history log revealed "shut door - power off!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be the hooks are bent and not engaging with the latch pins when the set is loaded. Additionally, the link is sticking, and the mating surface of the link is chipped. The hooks, upper and lower latch pins, latch pin spring, and link require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.